Manufacturer narrative:
Unable to prime unit during prime/a33 test and motor error during basic occlusion test due to faulty fsr. (Gold) the motor was tested outside the device and passed. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 342 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.